Event description:
The distal tip of the .018 guidewire detached in the pt's kidney during a nephrostomy tube placement procoedure. No retrieval attempts were made. The procedure was completed successfully with another unit without pt complications. The user facility will not release this device for evaluation. Therefore, no failure analysis will be available. Follow up revealed a ureteral stent was in place for an internal drain and the wire may have caught on the stent. Co believes this may have contributed to this event, however, without evaluating the device, co cannot determine the exact cause for this event.